Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was advanced to the lesion in the left circumflex via glideassist mode, and two treatment passes on low speed were performed. The viperwire guide wire had inadvertently moved closer to the lesion during treatment and glideassist was activated again to advance the wire further distal, however the tip of the guide wire would not move. Upon removal it was confirmed that the tip of the guide wire had fractured, and due to the small vessel size and coiled shape of the fragment, no attempts were made to retrieve the fragment. The fragment was stented against the vessel wall and the procedure was continued with orbital atherectomy, post dilation and stenting. The patient was transferred to the intensive care unit for complications unrelated to the csi device or wire, and was discharged a few days later.